Event description:
It has been reported that one syringe 30ml ll s/c 56 has been found containing foreign matter and experiencing leakage after use. The following has been provided by the initial reporter: material no.: 302832; batch no.: unknown. It was reported that the syringe contained a sticky substance. Additionally, it was reported the rn noted there was medication left on the inner tube of the syringe outside the plunger when the syringe pump alarmed that the syringe was empty. Description of problem: syringe contained sticky substance. Additional info rcvd: pepcid 20mg/10ml IV was given via syringe pump, no problem with syringe or syringe pump prior to starting medication admin. When syringe pump alarmed that syringe is empty. Rn noted that there was medication left on the inner tube of the syringe outside the plunger. The plunger had gone down all the way and noted a small puddle on the floor right beneath the IV syringe pump. Sticky substance was found inside tube.

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided by the customer for investigation. The sample was returned with a privacy label covering most of the barrel. The parts of the barrel which were not cover were visually examined and no substances were observed. As the customer reported a ¿sticky substance in the syringe¿ the plunger rod was moved in the syringe to try and determine if a sticky location was noted. No sticky locations were detected. As the customer also reported leakage past the stopper a water and dye solution was attempted to be drawn into the syringe to check for leakage. During this process it was found that the syringe barrel had a crack in the side which was allowing air into the syringe. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Based on sample analysis the condition reported by the customer of a sticky syringe cannot be confirmed as no substances were detected in the barrel. Based on the sample analysis of the returned sample it appears that after the barrel was molded it was struck by an unknown object and force causing the syringe barrel to crack which resulted in the leakage seen by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one syringe 30ml ll s/c 56 has been found containing foreign matter and experiencing leakage after use. The following has been provided by the initial reporter: material no.: 302832, batch no.: unknown. It was reported that the syringe contained a sticky substance. Additionally, it was reported the rn noted there was medication left on the inner tube of the syringe outside the plunger when the syringe pump alarmed that the syringe was empty. Verbatim: description of problem: syringe contained sticky substance. Additional info rcvd: pepcid 20mg/10ml IV was given via syringe pump, no problem with syringe or syringe pump prior to starting medication admin. When syringe pump alarmed that syringe is empty. Rn noted that there was medication left on the inner tube of the syringe outside the plunger. The plunger had gone down all the way and noted a small puddle on the floor right beneath the IV syringe pump. Sticky substance was found inside tube.